Event description:
The device was programmed to deliver 500ml of dopamine at 10 ml/hr. In less than 20 minutes, the device reportedly infused approximately 250cc. The pt was tachycardic with a heart rate of 140 when the device was turned off, but pt was not seriously injured.